Manufacturer narrative:
One sample was received for evaluation. The sample was received in unused conditions, decontaminated and inside in a plastic bag. Visual inspection revealed no damage. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No actions were taken. Email address: (B)(4).

Manufacturer narrative:
Other text: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
Hold ms 11/8 it was reported that during use, the device system under-infused. The patient presented to the clinic and it was noticed that the device system had infused only 20ml out of 106ml total volume at a rate of 2.4ml/hour. Per the reporter, the device system acted as if it was infusing, no alarm occurred, and the low volume and complete alerts occurred at the appropriate times. The device indicated that the full volume was infused and was empty. The device system was pulled from service and the patient was to return to receive the rest of the dose per physician order. Per the reporter, there were no patient adverse effects. The device was not to be returned to the manufacturer.